Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is presumed that the foreign material may have remained since the reprocessing hadn't been correctly implemented in line with the instructions for use. However, a definitive root cause cannot be determined. It was confirmed that there was no deformation at the site where foreign material remained. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.